Event description:
It was reported that a patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise from air entrapment as well as low amplitude measurements. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise from air entrapment as well as low amplitude measurements. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.